Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that the settings all went to zero when they laid down. They had to turn off the adaptive stimulation. They noted that when standing it was "numbers" but laying down was zero. They stated that adjusting stimulation and turning off adaptive stimulation resolved the issue.

Manufacturer narrative:
Event date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient stated for the last couple of weeks the controller has been telling her that the implanted neurostimulators charged but it was not. Pss tried to clarify if pt is referring to the ins battery or the controller battery - patient stated the charge level did not decrease over time patient stated she charged the controller the night before and it said 100% but when she woke up in the morning it was still at 100%. Pss is understanding pt is talking about the ins battery did not decrease from 100% pt stated her ins was on at the time. Patient mentioned that she changed her settings from group a to group c patient stated her group c has programs 1, 2, 3 and 4. Pt stated that program 3 was not "lit up" when she went to adjust it. Pt stated she noticed it wa s turned off. The patient was redirected to their healthcare provider to further address the issue. Patient stated last night she was outside and she thought her stimulator wasn't working so she went inside to get the controller - pt stated she checked her group c settings and they had all changed to 0.0 but pt stated she had them set before. Pt stated she had the programs under c all set them in the 2's and 3's pt stated that she can see the letter "a" in white when she goes into the programs on group c. Pss reviewed this could be "adaptive stim" and suggested pt ask the local field rep in office. Pss suggested that pt contact the hcp / field rep and have her programming checked.